Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device bd pyxis¿ anesthesia station es used in this incident, it was determined that the computer upgrade kept loading. A field service engineer re-imaged the pas to version 1.7.3, but due to a wireless network issue, the sync couldn't be performed. The engineer waited to hear back from the hospital it department to complete the work and deferred the call for now to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es computer upgrade kept loading. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.